Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) does not recognize the balloon. The staff switched to another cardiosave. There was no patient use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) does not recognize the balloon. The staff switched to another cardiosave. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(4). It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a issue of does not recognize the balloon.. There was no patient involvement, and no adverse event was reported. A getinge field service engineer upon investigation, unit recognizes my test balloon. Unit passes all fiber optic module tests. Waveforms and outputs all within spec. No alarms or errors in logs to indicate an issue with the unit. Unable to duplicate reported problem. Unit passes all functional and safety tests. Unit returned to customer.

Event description:
N/a